Event description:
The customer was hospitalized for high blood glucose. The infusion set was changed and bgs continued elevating. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw test and high-pressure test were completed and passed. The customer stated that sometimes the sites are bleeding and he is getting "no delivery" alarms.